Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient's device delivered 8 shocks for a fast ventricular response to atrial fibrillation (af). The patient was reportedly traveling at the time. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
Several programming changes were made when the patient was seen. The patient has had a significant amount of events recorded since implant, but no events have been observed since this programming change. The local boston scientific field representative and following physician are discussing if any further reprogramming is required. This event will be updated if any additional information becomes available.

Event description:
--

Manufacturer narrative:
(B)(4) the device was electively explanted over four years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.